Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The main control keypad assembly was replaced which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the main control keypad assembly and could not duplicate the reported issue. The replacement of the main control keypad assembly resolved the reported issue, however further component cause could not be determined.

Event description:
Physio-control was performing annual preventive maintenance on a customer's device and discovered the main control keypad assembly was damaged. This caused the critical function buttons of the device to not respond when they were pressed. There was no patient use associated with the reported event.